Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 180-306 mg/dl. Reportedly, the customer declined to perform further troubleshooting with tandem technical support.